Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Side-moved brush head came off and was free in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the side-moved oral-b toothbrush head came off and was free in their mouth. No injury was reported.